Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that computer failed bench test. System was unable to boot past bios with error message. . Analysis found that the reported event was related to a software issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system will not boot up all the way. Pendant displayed, "system booting please wait". The image acquisition system (ias) computer was replaced and the unit was operational. The imaging system then passed the system checkout and was found to be fully functional. The image acquisition system (ias) computer was returned for analysis however, analysis results are not yet available.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not boot-up. The message "system booting please wait" remained. Rebooting the system with and without the umbilical cable plugged in did not resolve the issue. Issue occurred after surgery, there was no patient present.